Event description:
Major pump unit(s) involved: external control system failure. Specific component(s) involved: external contoller malfunction.

Event description:
Major pump unit(s) involved: external control system failure. Additional text: red heart alarms due to broken pins. Specific component(s) involved: external controller malfunction. Additional text: broken pins. Causative or contributing factor: patient error in system care. Intervention(s): replacement of external controller. Implant device type: lvad.